Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('remaining pieces') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal discharge ("discharge"), menorrhagia ("blotches of blood"), paraesthesia ("right foot tingling") and hypoaesthesia ("foot numb"). The patient was treated with surgery (essure and fallopian tubes removal). Essure was removed. At the time of the report, the device breakage, pelvic pain, vaginal discharge, paraesthesia and hypoaesthesia outcome was unknown. The reporter considered device breakage, hypoaesthesia, menorrhagia, paraesthesia, pelvic pain and vaginal discharge to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: remaining pieces, pain, discharge, blotches of blood, right foot tingling and foot numb. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('remaining pieces') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal discharge ("discharge"), menorrhagia ("blotches of blood"), paraesthesia ("right foot tingling") and hypoaesthesia ("foot numb"). The patient was treated with surgery (essure and fallopian tubes removal). Essure was removed. At the time of the report, the device breakage, pelvic pain, vaginal discharge, paraesthesia and hypoaesthesia outcome was unknown. The reporter considered device breakage, hypoaesthesia, menorrhagia, paraesthesia, pelvic pain and vaginal discharge to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: remaining pieces, pain, discharge, blotches of blood, right foot tingling and foot numb. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: content from social media received. Event "scheduled for the removal of fallopian tubes" was updated to events remaining pieces (device breakage) and new events - pain, discharge, blotches of blood, right foot tingling and foot numb were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("scheduled for the removal of fallopian tubes") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (scheduled for the removal of fallopian tubes). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-mar-2019: quality safety evaluation of product technical complaint. Correction was done,event verbatim was changed to 'scheduled for the removal of fallopian tubes' and pt was updated to 'medical device removal 'as per reported in previous source document receipt date (B)(6) 2018. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.